Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin,net transmission had revealed the pulse generator exhibited undersensing. The patient was asymptomatic. The device was reprogrammed.